Event description:
During an ICD upgrade, externalized conductors were observed. No electrical anomalies were present. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the patient presented to clinic after receiving inappropriate shocks. Increased high voltage lead impedance was observed. No electrical anomalies were noted. The lead will continue to be monitored.